Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed. This report is resubmitted on request by the FDA to correct field to initial report.

Event description:
System has presented blue crash screen (bsod) mid-exam multiple times during catheterizations causing unacceptable delays. Previously submitted.

Manufacturer narrative:
A follow-up report will be submitted when the investigation has been completed.

Event description:
System has presented blue crash screen (bsod) mid-exam multiple times during catheterizations causing unacceptable delays.